Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One abutment was returned for investigation along with the crown and the bundled abutment screw. Visual inspection of the as returned product identified wear from use about the abutment base, and debris about the screw. Appropriate documentation was reviewed. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the hla4g dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformance/CAPA/hhe/d/ie/product holds for the reported product. Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. The following sections have been updated: b4: date of this report d10: date returned to manufacturer g4: date received by manufacturer g7: type of report, follow-up number h2: follow up type h3: device evaluated by manufacturer: change 'no' to 'yes' h6: evaluation codes h10: additional narrative

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Date of birth unknown / not provided, weight unknown / not provided, date of event unknown / not provided, lot number unknown / not provided. Additional PMA/510(k) numbers: k013227, k953101.

Event description:
It was reported that the screw loosened.